Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Additional information: medrol dose pack was provided. Symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "hives" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that after a patient was injected with juvéderm voluma® xc in the cheeks and jaws the patient developed hives an unspecified amount of time later. Patient was hospitalized days later after symptoms occurred. Event resolution is unknown at this time.